Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report fluctuating blood glucose levels. The customer's blood glucose level ranged from 57 to 400 mg/dl. The customer stated that the settings were recently adjusted and now he is having more high blood glucose levels and that the doctor decreased the basal rates. The customer's blood glucose level on (B)(6), 2015 was 57 mg/dl and treated with glucose tablets. The customer recently treated high blood glucose levels with the insulin pump. The customer reported symptoms of nausea. The customer stated the insertion site was a little sore. The customer declined to check for the presence of air bubbles and leaks, declined to check his settings, and declined to perform the high pressure test. The customer stated he believed the device was working as designed and nothing was replaced or returned.